Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that they placed a peripheral intravenous line (piv) in the patient's forearm and attached the intravenous (IV) extension set to the hub of the catheter, upon attempting to draw lab tubes, the extension set found leaking or pulling air. Also, when attempting to flush, the blood shot out of the crack and leaked everywhere. Subsequently there was blood backflow when the IV extension set attached to catheter hub. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available to be returned for complaint investigation. A review of the device history record is pending.

Manufacturer narrative:
The complaint of leaks on item mc33122 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.